Manufacturer narrative:
Cloud data was reviewed for the date of occurrence, (B)(6) 2025. Review of the cloud data found no issues with insulin delivery. Review of the patient history buffer (phb) data found that the system operated in automated mode at the start of (B)(6) 2025. While in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target and resumed delivery as estimated glucose values began increasing again. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. The cloud data shows that the system was put into manual mode at 10:35 on (B)(6) 2025, and at 10:36 an urgent low glucose alert was correctly generated when the estimated glucose values decreased to 55 mg/dl. The patient history buffer (phb) data shows that, while in manual mode, the system correctly delivered the user's programmed basal rate. No evidence of an overdelivery of insulin or of any other issue with the system was observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that the patient experienced severe hypoglycemia on (B)(6) 2025. Upon experiencing initial signs of hypoglycemia, the patient consumed a sugary treat (a tart), then at the onset of the severe hypoglycemia, the patient required assistance from another person to raise their blood sugar with apple juice. The patient was reported to have tetany. The fire department was called but there was no specific reports of medical intervention.